Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death and heart failure were unable to be determined. The reported patient effects of death and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - the implant date is estimated. The additional patient effect of death reported in the article is captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, "heart failure medical therapy prior to mitral transcatheter edge-to-edge repair: the sts/acc transcatheter valve therapy registry".

Event description:
This is filed to report hospitalization due to heart failure. This research article was a retrospective study designed to discusses the utilization of guideline-directed medical therapy (gdmt) prior to mitral transcatheter edge-to-edge repair (mteer) in patients with heart failure (hf) and severe functional mitral regurgitation (fmr). Complications identified in the study included: death, hospitalization due to heart failure. In conclusion, under one-fifth of patients with lvef <50% who underwent mteer for fmr in this us nationwide registry were prescribed comprehensive gdmt, with substantial variation across sites. Compared with no/single therapy, triple and double therapy prior to mteer were independently associated with reduced risk of mortality or hfh one year after intervention. Details are listed in the attached article titled, " heart failure medical therapy prior to mitral transcatheter edge-to-edge repair: the sts/acc transcatheter valve therapy registry ".